Manufacturer narrative:
Additional information: section d10: device available for evaluation ¿ yes, returned to manufacturer on 4/15/2021. Section h3: device returned to manufacturer ¿ yes device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, which is consistent with a lens that was handled during insertion. The lens was cleaned, and no cosmetic defects were observed. Dc-device partially delivered could not be confirmed because the lens was returned without/outside a cartridge tip for evaluation. The complaint issue could not be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age, ethnicity: unknown, information not provided. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a model zma00 intraocular lens(iol) was partially placed in the patient's right eye and removed. Vitrectomy was needed. Procedure was completed using a non johnson and johnson surgical vision lens. Patient was doing good. No further information available.